Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 8 mmol/l at the time of incident. Drive support cap was normal. The insulin pump will not be returned for analysis.